Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received with the device clarified that when the connector was disconnected, the metal insert was pulled out. It was noted that the pump was being replaced for prophylactic removal of the pump to avoid in-vivo battery depletion. There was no patient injury, and the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the sutureless connector (sc) found an anomaly. It was determined that the difficulty with the sc connector lead to explant. The connector had been returned with the seal material, retaining ring, and titanium housing all separated from the catheter body. There was an indent seen in the seal material.

Event description:
It was reported that the physician tore the connector off the old pump and the metal is disconnected from the white silicone during a pump replacement surgery. The physician reportedly did not want to change the catheter but the manufacturer's representative did not have any more revision kits. It was noted that the catheter would have to be replaced. It was later reported that the pump was infusing morphine. The pump replacement was due to "age of battery" and because the physician wanted it replaced. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Upon review, the following information pertains to this manufacturer's report. The following information was previously reported under manufacturer's report # 3007566237-2014-01645. Any additional information pertaining to the broken pump connector will be reported under this manufacturers' report. [It was later reported that the pump was used to infuse morphine. It was noted that there were no symptoms, the healthcare provider (hcp) wanted pump replaced due to age of original pump. It was reported that the hcp tore the sutureless connector off the pump and the inner metal broke away from the outer silicone. It was noted that there were no trouble shooting except to introduce option of replacing catheter. It was reported that the patient was healing and getting therapeutic treatment from new pump. It was reported that the patient was seen on (B)(6) 2014 in clinic and was receiving good therapy with no problems. It was noted that the pump replacement was on (B)(6) and during that procedure was when the call was made to tech support. It was reported that the pump connector was broken while being placed on the pump. It was noted that another connector was obtained and used. It was reported that the patient was doing well and receiving effective therapy according to the clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was seen two days prior in the clinic. It was noted that the pump connector was broken while being placed on the pump. Another connector was obtained and used. The patient was reportedly doing well and receiving effective therapy according to the clinic.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).